Manufacturer narrative:
The cadence tibial tray was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 1651501-2021-00012 and 1651501-2021-00013. A customer reported ankle impingement/tibial exostosis; event was treated with open reduction and internal fixation (orif) of stress fracture with 2 screws placed in medial malleolus. Arthroscopic debridement of synovium and excision of bone spurs in medial gutter. The patient was seen in clinic on (B)(6) 2021 status post ankle arthroscopy which occurred on (B)(6) 2021. The patient had ongoing ankle pain since (B)(6) of 2018.